Event description:
Information received by medtronic indicated that insulin pump had short battery life. The customer stated insulin delivery has stopped due to low power. The customer received replace battery alert/replace battery now alarm. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the corner of belt clip rails, cracked middle (enter) keypad button, scratched keypad overlay, scratched case. During motor rewind, the unit returned an unexpected pump error 38. Immediately after, a frozen medtronic logo screen appeared with the notification led flashing and the vibrator vibrating. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the frozen display. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that following battery related alerts/alarms occurred around the event date: 104=low battery alert occurred 07/10/2022 16:06:00 & 07/11/2022 20:40:00--these alerts are within the expected interval of 2 weeks of one another; 73=change battery fault occurred on 07/11/2022 at 23:04:00 & 23:14:00; 58=failed batt test occurred on 07/11/2022 at 23:19:19 & 23:29:00; the adapt tool also lists the following pump errors which could potentially trigger a critical pump error: pump error 4 occurred on 07/10/2022 at 11:56:01 & 12:06:00. Finally a pump error 38 did occur on 07/11/2022 at 23:35:09. The case was cut open. After further review, there is corrosion on/around the following: keypad flex cable terminal; pcba1--j7, j1, da1; pcba2--j1, lcd flex cable terminal; home motor switch, force sensor, components on the force sensor flex cable. In summary, the customer¿s report of low battery alarms and short battery life both were unable to be confirmed during testing. The pump error 38 noted during rewind is due to a corroded motor home switch, and the frozen display is due to the moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.